Event description:
Customer reported both monitors are jittery. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video control board. System operates as intended.